Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified distal left anterior descending (lad) artery. A 16 x 2.50 promus premier¿ stent was selected to treat the target lesion; however the device was unable to cross the lesion. It was suspected that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified distal left anterior descending (lad) artery. A 16 x 2.50 promus premier¿ stent was selected to treat the target lesion; however the device was unable to cross the lesion. It was suspected that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The tip outer diameter (od) was measured using a digital snap gauge which is within specification. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).